Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic with post-paced t wave oversensing. The oversensing was observed on real-time egm. The device was reprogrammed.